Event description:
It was reported that the patient turned his right side implantable neurostimulator (ins) on and felt a jolt of stimulation because it may have been turned off previously. It was also noted that only the 9v battery light comes on when interrogating the left side ins. The patient also stated he had been feeling more "nervous" in the past couple weeks, which caused him to check his implants more often using the patient programmer. The patient also noted he had used steroids in the past for emphysema. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2003. Product type: implantable neurostimulator: product ID 3387-40, lot# j0340295v, implanted: (B)(6) 2003. Product type: lead: product ID 3387-40, lot# j0340295v, implanted: (B)(6) 2003. Product type: lead. (B)(4).